Event description:
Patient peak pressure alarm was sounding intermittently indicating peak pressure threshold was being reached. The patient peak pressure alarm threshold seemed to be irratic when tested in the user facility by mean of an external alarm. Readings did not seem to be consistent. Unit was removed from patient and exchanged for a different ventilatordevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.